Event description:
Pt underwent surgery for a laparoscopic nissen fundolplication. Developed subcutaneous emphysema about his neck and arms and elevated co2 levels. Maximum co2 level per anesthesia was 56. Pt required to be on ventilator in recovery room for approx 2 hrs. Successfully extubated but went to ICU for overnight observation. Co2 insulflator did not alarm, nothing indicating there was a problem - flow amount was appropriate. Equipment sent back to stryker. This event was the 4th case of elevated co2 with subcutaneous emphysema. Two cases in 2005 (may and july) and third case in 2006, thought to be surgeons technique. But, fourth case (2006) was with a different surgeon. Had been told previously. No problem with equipment. After may 2006 case, insulflator sent to stryker and they reported back that the equipment was not calibrated carefully, therefore delivering what is assumed a higher co2 flow rate than what was registered on the indicator. At this time, we are still waiting for a written report from stryker. All pts were fine, except for needing ventilator support after surgery.